Event description:
This device was defective, there was no other information available. Upon receipt and analysis of the device on 2/12/97, it was revealed that there was a pinhole in the balloon of the device.